Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot. Add'l info was requested. No further info is expected. (B)(4).

Event description:
A surgeon reported that following bilateral intraocular lens (iol) implant surgeries, a patent has glistenings in both iols. Patient impact is unknown. The surgeon will not provide any further info. There are two manufacturer device reports associated with these events. This report is for the fellow eye.